Manufacturer narrative:
This report is submitted july 12, 2018.

Event description:
Per the clinic, the patient experienced extrusion of the electrode to the posterior wall and subsequently underwent surgery in (B)(6) 2016 to have the electrode repositioned.